Event description:
It was reported that during the implant procedure the right ventricular lead caused perforation of the myocardium resulting in pericardial effusion. Pericardiocentesis was performed. The effusion was resolved and the lead was implanted. The patient was in a stable condition.